Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
The complaint sample has become available and the complaint was re-opened for investigation. Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed the test. The valve was retested for programming and failed again. During the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported the patient is male and (B)(6), had traffic accident and was admitted hospital for emergent large e trauma craniotomy. After around one month of the procedure, the patient was diagnosed as moderate hydrocephalus. The patient did v-p procedure on (B)(6) 2013. The product code is 823832 and original pressure 100 mm h2o. The patient could sit up, hold spoon for food by right hand after 3 days of the procedure. Around (B)(6), the surgeon found the patient had excessive drainage and trauma collapsed but the patient¿s condition was steady without additional symptoms. The surgeon adjusted the pressure to 120mm h2o. On (B)(6), the patient¿s symptom was aggravated along with disability of right hand and drowsiness. The surgeon increased the pressure to 140mm h2o. On (B)(6), the trauma collapse symptom was not eased and the pressure was adjusted to 160mm h2o. After 3 days, the condition was still not improved. Film to check the valve was normal and the pressure was increased to 180mm h2o. On (B)(6) 2014, the pressure was increased to 200mm h2o but with any improvement. Now the patient had to live on bed without right hand activities ability and drowsiness. Additional information was collected from sales rep: the skull repair procedure was not performed after the trauma craniotomy. The surgeon suspected the valve failure due to the too many pressure adjustments. The product was still implanted and the patient might ask for compensation.